Event description:
Customer reports to have received a signal too low alarm, unexpected restart alarm, and spanish anomaly alarm. Customer's blood glucose was 130 mg/dl. Customer states insulin pump was not linking with meter or carelink. Troubleshooting could not be performed due radio frequency issues. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed functional test, including displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test, unexpected restart alarm error test and self-test. All operating currents are within specification. Off no power alarm functioned properly. No alarms noted during testing. The insulin pump was unable to upload using carelink pro and communicated with the test blood glucose meter due to faulty connector on interface board. Also alarms were noted in alarm history due to corrupted history file. The insulin pump received with cracked case at the display window corner, crack reservoir tube lip, cracked belt clip slot and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).